Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. A red alert for high lead impedance was detected on (B)(6) 2013. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).